Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint that the secondary bag did not drain could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set bag did not drain. The following information was provided by the initial reporter: unit appeared to run properly from what the units displayed but the secondary bag did not drain.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.

Event description:
It was reported that the unspecified bd infusion set bag did not drain. The following information was provided by the initial reporter: unit appeared to run properly from what the units displayed but the secondary bag did not drain.